Manufacturer narrative:
Evaluation conclusion and result codes device evaluation summary: the following parts were returned for failure investigation: battery and two board assembly the battery was visually inspected and showed no anomalies. The batteries were functionally tested and both showed the fuse, cell under voltage (cuv), and cell imbalance (ci) as red failures confirming faulty batteries. The two board assembly was visually inspected. Both boards showed no anomalies and/or thermal damage. The two-board assembly was separated, and each board inspected. No visible indication of damage and/or thermal damage. The two-board assembly was re-assembled and installed into a test ventilator. The ventilator was connected to alternating current (ac) mains power and powered on in service mode. Calibration was performed and passed. Extended self test (est) was initiated. During the breath delivery (bd) audio test, the ventilator triggered a brief, faint inaudible beep generating a failure alert. The returned power controller pcb was retested alone by assembling it with the failure investigation power distribution pcb. The ventilator was connected to ac power and powered on with a faint inaudible alarm. The reported event that the bd audio test failed est was duplicated. The failure appears to be isolated and consistent with historical events for a faulty c4 capacitor on the power controller pcba. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and replaced the breath delivery (bd) power controller /distribution assembly. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during preventive maintenance, a 980 ventilator failed the breath delivery (bd) audio test portion of the extended self-test ( est). The ventilator was not in use on a patient at the time the event occurred.